Event description:
On 11/04/06 the layer user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. For an unspecified time period, the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On 11/30/06 the pt experienced the symptoms of sleepiness, shaking and headache. The pt scheduled an office visit with her physician, where at 9:30 am her blood glucose level was tested to be 345 mg/dl. The pt was given a prescription for the oral diabetes medication metformin 1000 mg. During the time period the reported meter was not working, the pt continued to take her routine doses of 70/3 insulin. The pt stated she used a friend's meter to test her blood glucose level; however, it is unknown if she obtained a result of the day of the event. It would have been helpful to determine how long the power issue was occurring, the pt tested her blood glucose level on the day of the event, the pt's insulin regiment, if the pt adjust her insulin doeses based on meter reading and if the pt had replaced the meters battery. The customer care advocate (cca) determined durng the troubleshooting telephone call that the reported meter was able to turn on with both the memory button and the test strip; however the battery indicator icon was displayed. According to the owner's booklet for this meter, the meter will display the battery indicator icon when there is no longer enough power to perform a test; the battery must be replaced. The cca also determined the pt was using the correct test strips, and the meter had suffered no trauma. The meter, test strips and control soluiton were replaced. The pt was unable to obtain a blood glucose reading due to the power issue on the reported meter. She experienced symptoms suggesting hyperglycemia, and rec'd medical attention and treatment. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.